Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic adrenalectomy. Event description: "this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Uncomfortable resistance during insertion of device into trocar report from the sales rep the nurse reported that they felt more resistance during insertion of device into the event trocar than usual. Initial investigation report: the event unit was returned to us and visually inspected. Upon visual inspection, we noted no damage to the external ddb(pic.1). No visual damage was found in the septum(pic.2) and the shield(pic.3). The unit will be returned to amr for further evaluation. (B)(4)." The component list was provided and the package, obturator, seal and cannula are available for return. Patient status: no patient injury.

Event description:
Procedure performed: laparoscopic adrenalectomy. Event description: "this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Uncomfortable resistance during insertion of device into trocar report from the sales rep: the nurse reported that they felt more resistance during insertion of device into the event trocar than usual. Initial investigation report; the event unit was returned to us and visually inspected. Upon visual inspection, we noted no damage to the external ddb(pic.1). No visual damage was found in the septum(pic.2) and the shield(pic.3). The unit will be returned to amr for further evaluation. (B)(4)." The component list was provided and the package, obturator, seal and cannula are available for return. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, however, the complainant¿s experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate action, as necessary, to ensure the performance and safety of its products.